Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was not known. No additional information was provided. The customer continued to use the pump for insulin therapy.